Event description:
A customer reported receiving a minimum fill notification while attempting to reload a cartridge with 80 units or more of insulin remaining. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support and was advised to clean the pneumatic tap area on the pump with an alcohol wipe or lint-free cloth. This guidance enabled the customer to successfully reload the cartridge and resume insulin delivery.